Event description:
The customer e-mailed that she compared her contour meter to a lab test and her blood glucose readings were 63mg/dl apart. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to call for further troubleshooting. Product was not replaced.

Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date without the meter information.